Event description:
It was reported that during equipment testing conducted by a MFR field service tech at the user facility, the saw was running without user activation. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered throughout the internal components of the device, including the motor, which is a probable cause of the device running without user activation.